Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that the physician attempted to use an in.pact pacific device for the treatment of a lesion in the superficial femoral artery. Lesion morphology unknown. It is reported that a balloon twist occurred. Another balloon was used to complete the procedure. No patient injury reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Evaluation summary: the device was returned in the original box. The label and the hub confirmed the lot number with the product complaint report. The balloon was unfolded, dirty of blood and full of dried contrast medium. After the decontamination, technical analysis was performed. It was observed a stretched area of the shaft in correspondence of the balloon proximal welding. It was possible to load the 0,018-guide wire from the tip to the hub. During the analysis, negative pressure was applied on the balloon: no bubbles emerged in the water column. An attempt to inflate the balloon was carried out but it failed. The lumen stretched did not allowed the inflation of the balloon. If information is provided in the future, a supplemental report will be issued.